Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was complications due to diabetes, heart disease, renal failure and vascular disease. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed all functional tests, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery alarm tests. The pump was received with a duracel quantum alkaline. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window. Data analysis: (B)(6) 2016, daily insulin total = 74.800 units. On (B)(6) 2016, daily insulin total = 51.250 units. On (B)(6) 2016, daily insulin total = 60.750 units. On (B)(6) 2016, daily insulin total = 49.700 units. On (B)(6) 2016, daily insulin total = 62.300 units. On (B)(6) 2016, daily insulin total = 55.600 units. On (B)(6) 2016, daily insulin total = 58.500 units.